Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent revision of mesh in (B)(6) 2011 due to bladder leakage. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to foreign body in vagina. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh and in-fast were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 in order to treat stress urinary incontinence, cystocele, and rectocele concurrently with a cystoscopy, cystocele repair, and rectocele repair. It was reported that the patient underwent a supracervical hysterectomy on (B)(6) 2007 concurrently a vaginal suspension and fixation, vaginotomy, and cystoscopy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00167. The same patient is represented in each medwatch.